Manufacturer narrative:
(B)(4).

Event description:
It was reported that they system was explanted due to infection. Testing the patient for possible allergic reaction was planned. No additional information is available.